Event description:
Subject (B)(4) left iliac limb occlusion. Per investigator, related to the device. Per site, "subject seen in dr. O'connor's office on (B)(6) 2022 with left leg pain. Dus completed- evidence of severe arterial occlusive disease. Dampened flow was noted in the eia and decreased dampened flow was noted in the fem,pop and tibial arteries. Films were sent by outside imaging facility in nondicom format. Resent x 2. Field rep- chris kirupaharan given films to analyze on (B)(6) 2022 which showed thrombus to left iliac limb. Dr. O'connor made aware and subject is scheduled for peripheral angiogram on (B)(6) 2022." Patient outcome - "patient will be evaluated (B)(6) 2022."

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under (B)(4), device 2 is being reported under (B)(4), device 3 is being reported under (B)(4), and device 4 is being reported under (B)(4). Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under (B)(4), device 2 is being reported under (B)(4), device 3 is being reported under (B)(4), and device 4 is being reported under (B)(4).

Event description:
Subject (B)(6) left iliac limb occlusion. Per investigator, related to the device.per site, "subject seen in dr. O'connor's office on (B)(6) 2022 with left leg pain. Dus completed- evidence of severe arterial occlusive disease. Dampened flow was noted in the eia and decreased dampened flow was noted in the fem,pop and tibial arteries. Films were sent by outside imaging facility in nondicom format. Resent x 2. Field rep- (B)(6) given films to analyze on (B)(6) 2022 which showed thrombus to left iliac limb. Dr. (B)(6) made aware and subject is scheduled for peripheral angiogram on (B)(6) 2022."patient outcome - "patient will be evaluated (B)(6) 2022."